Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer frequently "froze". During analysis it interrogated as required the first few interrogations, however, then it began to progress very slowly through the interrogation screens and at times remained on a screen so long that the device appeared to lock up and eventually the programmer displayed a system error. A reconfiguration was completed and the software reloaded to resolve. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer frequently froze and would not work unless the power was cycled and the programmer rebooted. Follow-up determined that the programmer was changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.